Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The target lesion was located in the severely calcified and moderately tortuous proximal left anterior descending artery. The 12mm x 3.00mm nc quantum apex balloon catheter was advanced to the lesion for predilation. The balloon was inflated however, when the pressure exceeded at approximately 6 atmospheres, the balloon deflated. Balloon rupture was suspected. The device was removed from the patient. The procedure was completed using a 3.00mm x 15mm nc quantum apex balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a shelf box. The batch number on the returned device and packaging matched the reported batch number. There was contrast in the inflation lumen and balloon. There was a pinhole in the balloon wall material, 2mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The target lesion was located in the severely calcified and moderately tortuous proximal left anterior descending artery. The 12mm x 3.00mm nc quantum apex¿ balloon catheter was advanced to the lesion for predilation. The balloon was inflated however, when the pressure exceeded at approximately 6 atmospheres, the balloon deflated. Balloon rupture was suspected. The device was removed from the patient. The procedure was completed using a 3.00mm x 15mm nc quantum apex¿ balloon catheter. No patient complications were reported and the patient's status was good.